Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
B5: additional information: the main reason for the claim is the patient didn't cooperate well during the operation and the lens was damaged during implant. No further details available. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6 implantable collamer lens, diopter -14.5 into the patient's left eye (os), the lens tore/broke. This occurred on (B)(6) 2020. Intraoperatively, the lens was removed. Reportedly, no patient injury occurred and the cause of the event is unknown. However, the reporter also stated that the patient did not cooperate well enough to carry out the operation.